Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va03zym, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va03zym, ubd: 22-oct-2016, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had the ins for frequency and urgency, and a lead cracked in their system but did not know when. The patient reported having pain in their sacrum and did not know when this started. The patient also reported that the wire implanted in their body ¿stuck out a little bit.¿ the patient continued that it had always been this way (since an unknown date) and looking at the wire made them queasy. The patient stated it stuck out a half an inch, was noticeable under the skin, and stuck out where it goes from the battery into the sacrum right above the tailbone. The patient was redirected to their healthcare provider. No further complications were reported.